Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of death.

Event description:
Patient's wife contacted dexcom on (B)(6) 2016 to report that the patient passed away. Patient was admitted to the hospital on (B)(6) 2015 and underwent 9 days of radiation and chemotherapy. It was reported that the patient was allergic to chemotherapy and passed away on (B)(6) 2015. Patient was wearing the continuous glucose monitoring device at the time of death. However, there was no alleged device malfunction. No additional event or patient information was provided.